Manufacturer narrative:
Product analysis: two turbohawks devices were returned to medtronic investigation lab for evaluation. No ancillary devices were returned. The initial inspection for the turbohawk found dried biological debris within the housing of the distal assembly. The thumb switch and cutter were positioned pulled back. No separation was noted. Yellow debris around the cutter head which was visible inside the cutter window was observed. No damage to the guide wire tubing of the distal assembly was observed. The thumb switch was advanced and observed the housing separated from the torque shaft adapter, which exposed the drive shaft of the turbohawk. The torque shaft adapter was inspected under microscope and found no damage to the adapter; however dried blood was observed. The disconnected distal assembly hinge location was inspected under microscope. Both hinge pins remained intact with the distal assembly. One of the pins shows the housing bent outward at the area of one of the pins and showed the pin pointing in a proximal direction. The inside of the hosing where the pins were inspected showed yellow debris, consistent with guide wire coating material collected within the housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no vessel damage reported. The cutter was within the housing during the device removal in both cases. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using turbohawk directional atherectomy device along with non medtronic 7fr sheath and glide wire during procedure to treat moderately calcified lesion in the left proximal to mid superficial femoral artery (sfa) with 80% stenosis. The vessel was little tortuous. The vessel diameter and lesion length were 6mm and 100mm respectively. The vessel was no pre dilate but was post dilated. IFU was followed. The device tip detached at the hinge with no resistance felt. The nose code detached at base of cutter. Guide wire advancement/ lock-up/ prolapse/ lumen torn/ ripped occurred but guide wire lumen did not tear from tip and neither did guide wire lock-up on the catheter. The device was advanced over a bifurcation with no resistance felt. The guide wire was hydrated at preparation. It was reported that device was pulled out for cleaning and physician noticed as device was being re taken out that the cutter was separated. The damaged device was put aside and another turbohawk directional atherectomy device with same lot number was at tempted to be used and the same thing occurred. A third turbohawk device was used to complete the procedure. There was no patient injury reported.